Manufacturer narrative:
Correction: impact codes corrected from f26 no health consequences or impact to f1001 absence of treatment. There is no indication that the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The micropace cardiac stimulator was selected for use during an electrophysiological study. It was reported that the system did not have signal. The pace duration, output current, pin on the junction box were changed. They also replaced the lead and checked all the connections, however, the issue persisted. The procedure had to be suspended. No patient complications occurred. It is unknown if the device will be returned for analysis.

Manufacturer narrative:
There is no indication that the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The micropace cardiac stimulator was selected for use during an electrophysiological study. It was reported that the system did not have signal. The pace duration, output current, pin on the junction box were changed. They also replaced the lead and checked all the connections, however, the issue persisted. The procedure had to be suspended. No patient complications occurred. It is unknown if the device will be returned for analysis.